Event description:
Procedure type: low anterior resection pt. Sex: unk. According to the reporter, upon removing the device from the rectum, the device only fired half way and created a hole. Another device was used and the procedure was completed successfully. Add'l portion of distal colon was resected and there was add'l blood loss.

Manufacturer narrative:
Initial report sent: 08/23/2007.